Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 18.9mmol/l and 9.2mmol/l. No adverse event reported. The strips were not requested for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was requested.